Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The lens remains implanted. (B)(6). Serial number not provided. (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a fibrin reaction after the implantation of a pcb00v intraocular lens (iol). The patient was prescribed steroids and the case was cured completely. No additional information was provided. The doctor reported two cases. This report represents the first of the two reports.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.